Event description:
It was reported that the port was implanted on 7-1-99 in the pt's right chest. On 7-4-99 the pt experienced a disconnect of the port and catheter. The catheter was retrieved under fluoroscopy and the port was explanted. There were no pt complications.